Event description:
It was reported that the implantable cardiac monitor (icm) exhibited bluetooth (ble) telemetry loss. Troubleshooting attempts included interrogating the icm with multiple programmers and holding multiple magnets over the device. There were no patient consequences reported.